Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope symptoms. The physician ordered an event recorder which noted the patient experienced several episodes of asystole for short periods of time. It was noted the right ventricular (rv) lead experienced chronically high capture thresholds and intermittent loss of capture. The patient was scheduled for a lead revision. During the lead revision procedure it was noted the implantable pulse generator (ipg) experienced a loss of output when connected to the old and new rv lead. The implantable pulse generator (ipg) was replaced and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.